Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer also stated they had diabetic ketoacidosis from not receiving any insulin from the insulin pump. The customer also reported three incidents where they were unable to obtain insulin from the insulin pump. It was also found the customer had three bent cannulas on their previous infusion sets. Customer's blood glucose was unknown. The customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.